Event description:
The account reported the brake casters are not locking. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake caster locking mechanisms are worn on all brake casters. The device referenced in this report is over 12 months old and according the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.